Event description:
A physician reported a pt who received her first treatment into the crow's feet and nasolabial folds on 10/15/96. On 11/5/96, the pt developed lumps and a purplish discoloration at all treatment sites. On 12/23/96, she presented with persistent symptoms at the crow's feet and nasolabial folds. The physician diagnosed a hypersensitivity and prescrivbed oral bexamethasone for 20 days.